Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device was heating up during operation, and the motor was not running smoothly. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the motor device was generating heat, leaking air, had vibration, the etching was illegible, and there was cord damage. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, air pump assessment, and handpiece temperature assessment. Therefore, the reported condition that the device was heating up during operation was confirmed. The assignable root cause was determined to be traced to user, which is user error. The condition of the motor not running smoothly was not confirmed.